Manufacturer narrative:
The complaint was able to be confirmed based on information received from customer. Root cause is determined to be user error in selecting a return pad that is not validated for use with their machine. Bovie disposable pads are not validated for styker generator that was being used. Per the stryker stryker multigen 2 rf generator (ref: 8400-000-000) IFU that states: "use only stryker-approved rf electrode(s), cannulae, and grounding pad accessories. Failure to comply may result in a patient burn injury or equipment incompatibility." If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "patient was having a rhizotomy. The bovie disposable solid pad was placed away from the electrical needle on the thigh. It was made sure that the skin was dry and smooth. After the procedure they noticed a small black circle on the calf of the same leg that the pad was on. Nothing touched that area. Patient had to go to the wound care wing to be addressed as the burned appear to come from within."